Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 06-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of menstruation irregular ("irregular periods"), hospitalisation ("hospitalization") and monoplegia ("leg paralysis night and day") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2012, the patient experienced menstruation irregular (seriousness criterion medically significant), hospitalisation (seriousness criterion hospitalization), monoplegia (seriousness criterion medically significant), headache ("headaches"), neck pain ("cervical, pain"), musculoskeletal pain ("shoulder pain"), weight increased ("important weight gain on belly"), fatigue ("high fatigue"), insomnia ("cannot sleep"), depression ("depression"), loss of libido ("no libido"), general physical health deterioration ("health state degradation (no job anymore)"), pain ("a lot of pain all over the body") and pain in extremity ("arm pain"). At the time of the report, the menstruation irregular, hospitalisation, monoplegia, headache, neck pain, musculoskeletal pain, weight increased, fatigue, insomnia, depression, loss of libido, general physical health deterioration, pain and pain in extremity outcome was unknown. The reporter provided no causality assessment for depression, fatigue, general physical health deterioration, headache, hospitalisation, insomnia, loss of libido, menstruation irregular, monoplegia, musculoskeletal pain, neck pain, pain, pain in extremity and weight increased with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 11_dec_2017 for the following meddra preferred term: 1. Menstruation irregular: the analysis in the global safety database revealed 41 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.